Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak occurred. After placing the sheath, and inserting an rf transseptal needle, prior to inserting catheters, air was aspirated into a syringe that connected to the extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.